Event description:
Device used for child. After procedure, staffs noted 2 reddened areas approximately 2 cm in diameter over right & left scapula. Bed sheet over pad and or towel under child's shoulders. Pad & linens were intact. Plastic surgeon evaluated condition as minor burns.